Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before calling, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.